Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been determined confirmed. The device was not returned for evaluation. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, an exact root cause could not be determined based upon available information. However, product use was incongruent with the IFU due to the right common iliac artery diameter greater than 2.6 cm. It was determined that the tortuous aortic blood lumen might have contributed to this complaint, as there was evidence to support slight lateral movement, although an endoleak was detected prior to this movement.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device, two limb extensions and a suprarenal aortic extension, the patient was seen routinely for follow up. A surveillance computed tomography (CT) scan indicated the patient had an endoleak. The physician decided to correct the endoleak by implanting another bifurcated device and another suprarenal aortic extension. The patient was reported to be doing good post procedure.